Event description:
It was reported that the vertical lift column on the 8800 system would intermittently stick. Also, there was an intermittent loss of signal from the interconnect cable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and ps3 power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.